Manufacturer narrative:
Analysis anticipated, not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the lead was ready to be connected to the ins during a revision/ replacement. The sheath of the lead was found to be loose, exposing the braided wires near the electrodes/ below the blue electrode. The lead was removed without difficulty and a new lead was placed. There were no known contributing factors. It was reported that the issue was resolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis identified the outer insulation of the lead was separated at the butt joint near the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.